Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign material from the auxiliary channel was noted. In addition, light guide cover crack, distal end cover crack, bending section cover separated, connecting tube buckling, air/water nut painting peeling, suction cylinder nut painting peeling, wire stopper angulation, and control unit stiffness were observed. The probable cause was related to mishandling and insufficient cleaning. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
An unspecified issue was reported by the customer related to the colonovideoscope. During a standard service inspection of the customer returned device, foreign material from the auxiliary channel was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: reprocessing of the auxiliary water channel was insufficient. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only). If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only). Olympus will continue to monitor the field performance of this device.